Event description:
It was reported by the rep the device was used during a laparoscopic cholecystecomy.it was reported the nurse entered scope into trocar and outer gasket split and immediately began leaking air. The surgeon entered dissector into other 511s from laparoscpoic cholecystectomy kit and it too split and leaked. New 511ss were opened to complete the procedure.there was no consequence to the patient.